Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, errors related to the oxygen blending module were observed. The device's main board will need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third-party service center, errors related to the oxygen blending module were observed. The device's main board will need to be replaced to address the issue. After main board replacement, the device failed testing due to an oxygen module gasket leak. The blower was replaced and the device passed all testing.